Event description:
Consumer called to report inconsistent readings with her meter.analysis run on consensus error grid using mean reading (345) as ref.point vs.bd readings (432, 515, 89) yielded some data points in the c zone of the grid, outside of acceptable limits